Event description:
Distributor reports the pump is resetting itself without user intervention.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators were unable to duplicate or verify the intermittent power issue. The battery cap contact height was defective. The display screen was dim and discolored.

Manufacturer narrative:
The pump has n ot been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an eval shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.